Event description:
Consumer reported complaint for the trueplus single-use insulin syringes, stating that the 30g syringes were too dull to use. Complaint was reported on behalf of the customer by distributor (B)(4). Lot information was not provided. No symptoms or medical attention associated with the use of the product was reported. Manufacturer attempted to contact customer in effort to obtain further complaint details; unable to establish contact with customer, no further information was able to be obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.